Event description:
The customer reported that the insulin pump alarmed while changing the reservoir. The blood glucose reading was 193mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device had scratched screen and broken belt clip slot.